Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. Vascular access was via cephalic vein puncture. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.